Event description:
It was reported that the customer was hospitalized due diabetes ketoacidosis and high blood glucose. It was stated that the next day of her admission the glucose level was 571mg/dl, and she was treated with an insulin drip. The customer experienced abdominal pain and vomiting. Troubleshooting was performed. The caller stated that the customer did make a small change to her basal rates. However, the customer had not seen her doctor since (B)(6) 2011. Reviewed the alarm history and found multiple low reservoir and no delivery alarms. It was stated that the customer uses the reservoir until is empty as well she leaves her infusion sets for five days and longer. Assisted the caller to run a fixed prime and the insulin did exit. Performed the high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. The caller mentioned that the battery cap appears to be stripped, and there is a small crack at the display window. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.